Event description:
It was reported the device flipped under the skin and caused ¿unbearable¿ pain. In addition, the device could be moved. The patient noted feeling a ¿pop¿ when sitting on a bed and their ¿back opened up.¿ there were no sign of the ¿wires,¿ but the following day, the wires were hanging out of the patient¿s back. It was noted the flip was not confirmed. No outcome was provided with this event. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.